Event description:
The complaint is reported as: "the connection part was found broken prior to use".

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 5-16035 et tube, sher-I-bronch, ls, 35 fr for investigation. The tracheal and bronchial sides of the swivel valve were returned. The y connector was also returned. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the connector on the bronchial side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. A device history record review was performed and no relevant findings were identified. The reported complaint of "connector broke prior to use" was confirmed based on the sample received. The tracheal and bronchial sides of the swivel valve were returned. The y connector was also returned. The connector on the bronchial side of the swivel valve was broken. The swivel valve is a component purchased from a supplier. A non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the connection part was found broken prior to use".